Event description:
A customer reported a malfunction on their tandem pump, identified by code 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction code recurred. Consequently, technical support arranged to send a replacement pump. The customer was instructed on how to use a backup therapy (mdi) and how to return the defective pump. They were also guided on storing the pump before shipping it back. The replacement pump was dispatched without the need for a delivery signature, and no further action was required from the customer after the arrangements were made.